Manufacturer narrative:
Block b3: date of event: date of event was approximated to 12/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not fire properly. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device has evidence of full deployment. No other problems with the device were noted. The reported event of the clip could not be deployed was not confirmed. The investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip did release from the catheter. However, it is important to mention that the presence of the clip assembly is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. Additionally, it is important to take into consideration that during the product analysis, the dimensions between the hooks of the bushing were measured, and they were within specification, excluding the possibility that the device components dimensions interfered with the device performance. The returned device review showed no evidence of either the alleged(s) or any defect that could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for post-polypectomy clipping during an endoscopy procedure performed on an unknown date. During the procedure, the clip did not fire properly. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used for post-polypectomy clipping during an endoscopy procedure performed on an unknown date. During the procedure, the clip did not fire properly. The procedure was completed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not fire properly.